Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2024-01276. Customer confirmed that the implant failed due to non integration / loss integration .this event no longer meets reportability requirements. No further medwatch report will be submitted for this event. Corrected information: h6: device code is corrected from 1384 to 2993. The following sections are being reported: b5: describe event or problem was updated. H2: if follow-up, what type. H6: device code(s). H10: additional narratives/data.

Event description:
New information from customer confirms that this was a non integration / loss integration event.

Manufacturer narrative:
Zimvie (B)(4). G4: additional 510(k) number is k101880.

Event description:
It was reported, that the implant in tooth site #23 was removed, due to having it's internal threads damaged.